Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which successfully resolved the issue as the malfunction code did not recur. The customer continued to use the pump for insulin therapy.